Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) unit shut off while on patient.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) unit shut off while on patient. No harm or injury reported.

Manufacturer narrative:
Updated fields: b3, a2, a3a, a4, b4, d9, e1 (email), g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: b5, e1 (initial reporter name), e3, h6 (health effect clinical code, medical problem code, health effect impact code). A getinge field service engineer (fse) evaluated the unit and was able to confirm through the logs that the unit did not shut down as there were not two consecutive "on" commands in the power management logs. Error code # 118 was also in the logs which is related to the display. The display went blank. The fse replaced the video generator board with the upgrade kit. Functional testing and safety checks were performed to factory specifications. The iabp was returned to the customer. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) (B)(6): ar 15 july 2025. The failure analysis and testing dept. Received the following parts associated with this complaint: (B)(4), parts were received with a reported failure of a unit shutdown and an error 118 in logs. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The unit fails to boot up. Confirmed there was an issue with the parts. No error log can be accessed. These revisions are obsolete and cannot be tested by the supplier. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev.